Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2015 to have the device repositioned and re-seated. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the receiver / stimulator unit has migrated from its original position, resulting in the decision to surgically reposition the device. Surgery is planned but has not taken place at the time of this report, (B)(6) 2015. The implanted device remains.